Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer advised that she was still feeling dizzy and did go to the clinic. She did not receive any treatment nor was shew given any medication for her glucose reading at the clinic was only 142mg/dl. She left the clinic 30 minutes afterwards. She will schedule an appointment with her neurologist. Another call back was made on (B)(6) 2017; customer condition improved. Customer states they are still a little dizzy but its not related to her diabetes.

Event description:
Consumer reported complaint for e-5 error accompanied by symptom. The customer is concerned with tests results from meter error and symptom. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptom of dizziness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms on a follow up call. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.